Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (distal seal zone measured 15 mm in length).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter thoracic aortic aneurysm. At the time of implant the diameter of the proximal thoracic aorta was 40 mm, the degree of angulation of the aortic arch was 70 degrees, the vessel tortuosity was moderate, the vessel calcification was moderate. The size landing zone at the time of implant was short measuring 15 mm in length. It was reported that the patient presented with back pain and upon evaluation there was distal seal zone disease progression noted and the aneurysm measured 80 mm in diameter with a distal type I endoleak present. There is no planned intervention at this time. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the diameter of the proximal thoracic aorta at implant was 38 mm. The degree of angulation of the aortic arch was 60. Vessel tortuosity in the thoracic aorta was moderate to severe. Vessel calcification in the thoracic aorta was mild. It was reported that the patient had back pain exact date is unknown. There was a distal type 1b endoleak above the celiac found. The cause of the endoleak was due to a short landing zone distally above celiac is less than 1.5 cm. The decision was made to monitor the patient at that time. Approximately three weeks later the patient was brought back and the physician first de-branched the celiac/hepatic and sma followed by implant of two valiant stent grafts 3228150 and 2828100 which was deployed covering the celiac, hepatic and sma but just above both renal arteries. The case went well. There was a type ii endoleak back bleeding from the bypasses. No additional clinical sequelae were reported and the patient is doing fine.